Manufacturer narrative:
The reported lsrs are from the following sizes and lots: preterm (85001633/82005033): lots 0996, 1091, 0306; pediatric (86005033): lots 1305, 1909. These lsrs are between 4 and 12 years old. The lsr directions for use do not specify "boiling in water" as an acceptable high-level disinfection method. The hosp staff alter cleaned the affected lsrs by boiling in soft rain water with a little vinegar added and now the hard water lime deposits are gone. Following this cleaning, hospital staff visually inspected and functionally tested all these lsrs with no problems found. These lsrs were returned to service in the maternity ward.

Event description:
Laerdal medical (B)(4) has informed laerdal medical corp (lmc) in (B)(4) of five laerdal silicone resuscitators (lsr) that have hard water deposits on and inside the resuscitators following repeated cleaning and boiling in hard local water. This report comes from a hospital located in (B)(6). Following a pre-use inspection, these 5 affected lsrs were among nine resuscitators removed from service by the hosp. The hosp did not report any pt events were caused by these lsrs.